Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited abrupt changes in shock impedance that became high out of range. Technical services (ts) was consulted and explained there is no evidence of noise, and all other measurements remain within normal ranges. Spring contact issue is suspected but not confirmed. The device remains in service. No adverse patient effects were reported.